Manufacturer narrative:
This report is submitted on may 18, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the device which led to a wound breakdown exposing the receiver/stimulator body (specific date not reported). Subsequently, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 14, 2022.